Event description:
It was reported that the scrub tech noticed that the tip of the device was missing after the case was completed. The doctor used x-ray to see if the tip could be located, but was unable to find the tip in the patient or in the or room.